Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion in the mid left anterior descending (lad) artery. The 2.75 x 23 mm xience was successfully placed in the target lesion, with a satisfactory result and the final patient outcome was good. There were no adverse patient effects. The patient was given heparin and eptifibatide (antiplatelet drug) an infusions in the hospital after the procedure. Because the physician planned to treat another lesion in the circumflex (cx) the next day, the patient stayed at the hospital. On (B)(6) 2013, during the procedure to treat the lesion in the cx, the 2.75x12 mm xience prime stent, implanted the day before, was noted to be occluded at the distal end. For treatment the occlusion was dilated with a 2.0 x 20 mm mini trek balloon and again with a 2.5 x 20 mm trek balloon. The result was not satisfactory so an attempt was made to cross the occlusion with an aspiration device which was not successful. The decision was made to place a 2.5 x 12 mm xience pro stent distal to the 2.75 x 12 mm xience pro stent, which was successful. For an optimal result the 2.5 x 12 mm xience pro stent was post-dilated with 2.5 x 12 mm and 2.5 x 20 mm trek balloons. Blood flow was good, and the final patient outcome was good. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of occlusion is listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.